Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed which resulted in one inappropriate shock. The patient will be coming into the clinic for troubleshooting. At this time, the system remains in service. No adverse patient effects were reported.